Event description:
The distributor reported that while the unit was in use on a patient, the unit failed to display the ECG function. No patient injury was reported.

Event description:
The distributor reported that while the unit was in use on a pt, the unit failed to display the ECG function. The ECG cable was replaced and therapy was continued. No pt injury was reported.